Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the device was not explanted on (B)(6) 2013. As previously reported. The implanted device remains. The patient was implanted in the contralateral ear on (B)(6) 2013. This report is filed (B)(4) 2013.